Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is not approved for magnetic resonance imaging (MRI). Technical services (ts) assisted in programming the system in MRI protection mode with 3-hour time out. Technical services noted that the ra lead over-sensed far-field r waves at times. No adverse patient effects were reported related to the off-label use. This system remains in service.